Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was no issues with the joystick, passed the bench test. No underlying cause to identify.

Event description:
Dealer advised battery lights on joystick did not drop even at 23.1 volts.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised battery lights on joystick did not drop even at 23.1 volts.